Event description:
The complainant has reported that a patient underwent a therapeutic procedure for colonic hemostasis. When the clinician attempted to open the resolution clip device to perform the hemostasis, the clip broke in to two pieces. Forceps were utilized to retrieve the two pieces. Another similar device was then utilized to perform the hemostasis. The procedure was successfully completed without any clinical consequences for the patient. The patient condition is noted as `ok'.